Event description:
A consumer reported the implantable neurostimulator (ins) died "last year or even longer than that." According to the consumer the ins depleted normally over time, and there were no problems with it. There were no traumas or falls reported related to this event. The consumer later reported they notified their physician of the implantable neurostimulator (ins) depletion on (B)(6). The consumer was still trying to a set a date to replace the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.